Event description:
It was reported a st elevation occurred. A left atrial appendage closure (laac) procedure was being performed under conscious sedation. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was initially selected for use. After crossing the septum using intracardiac echo (ice) and the was, the physician decided to switch to a smaller 20mm wds. The 20mm device was inserted and partially recaptured several times in different orientations. Following these attempts, st elevation appeared on the electrocardiogram (EKG), and the patient blood pressure dropped. The physician immediately aborted the procedure, fully recaptured the device, and withdrew it across the septum. A coronary angiography of the right coronary artery (rca) was performed, intracoronary nitroglycerin was administered, and IV pressors were given until the patient vitals stabilized and st elevation resolved. Angiography of the left coronary artery (lca) was then completed. Afterward, all sheaths were removed, and the procedure was concluded. The physician suspected air embolism occurred, however no air was visualized. The patient remained hospitalized for observation.